Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure they saw that seal on the hs iii proximal seal sytem 3.8mm got loose in window (seal released from the delivery tube while still visible in the loading window), so they didn't use this. This product had c type blood stains.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of blood and clinical used were observed. Blood was present in and on the loading device and slight traces of blood were found inside the delivery tube. The delivery device was returned outside the loading device. The seal and tension spring assembly remained inside the loading device. The seal was visible through the window and was delaminated at the inner coils. The slide lock was engaged. The plunger was not depressed on the delivery device. The tube was unable to be measured due to the presence of blood in the delivery device. Based on the condition of the device as found, the reported complaint was confirmed for the reported "failure to load" and also for analyzed failure mode "crack seal". Specific action for the failure mode are being maintained and documented under "maquet's" corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during a coronary artery bypass procedure they saw that seal on the hs iii proximal seal sytem 3.8mm got loose in window (seal released from the delivery tube while still visible in the loading window), so they didn't use this. This product had c type blood stains.